Event description:
Device issue: material rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that during a right coronary artery (rca) stenting procedure, during post-dilatation, in a heavily calcified lesion, during the second inflation at 18 atmospheres (atm) for 30 seconds, the rx voyager ruptured. There was no adverse patient sequelae reported. Although requested, there was no add'l info provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.